Manufacturer narrative:
Vns therapy system labeling lists nausea as a potential adverse event possibly associated with therapy.

Event description:
The patient reported nausea that began when her device was turned on. Further investigation found the patient's vns device was turned off approximately one month later. The nausea continued after the device was turned off. The physician remains uncertain of the relationship between the vns device and nausea.